Manufacturer narrative:
Result: power cord plug with loose power prongs, and missing ground prong.

Event description:
It was reported by service report that the bed had intermittent power and the auxilliary power cord was missing the ground prong. No pt involvement or adverse consequences were reported.